Manufacturer narrative:
The solid state drive (ssd) has been returned to the manufacturer for analysis. However, at the time of filing, it is under analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the ssd was completed by medtronic personnel. Testing found that the reported issue could be replicated as the 3d models would not appear in registration but appeared in planning. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be replicated. The solid state drive (ssd) was replaced and the issue resolved. All settings were restored. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the site was unable to get a 3d model to display in the registration. The site attempted to change the modalities and bit depth but nothing worked. The site attempted to select another exam but no exam, computed tomography (CT) or magnetic resonance imaging (mr), would create a 3d model. It was not possible to reload the images from electronic picture archiving and communication systems (pacs). The site completed the system using a different navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of forty-minutes due to this issue. A manufacturer representative was trying to export the archive and was able to successfully export the archive and could see the export file on their universal serial bus (usb). When the representative tried to select "include original dicom" as an option for exporting, the radio button was greyed out. When different patients were selected, none of them had the option to include original dicom highlighted.